Event description:
During a lobectomy procedure, the tissue was not cut. The surgeon cut the tissue with another device. No patient injury occurred.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.